Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported probe damage (peeling off the ultrasonic probe surface) could not be determined, however, the issue was likely due to impact stress as a result of user handling/mishandling and or chemical stress during the device cleaning/reprocessing process. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction, and the play of the up/down knob was out of standard value, adhesive on the bending section cover was detached, and stained. The ultrasound image was defective with missing elements, and the number of missing elements exceeded the standard value. Switch 1, switch box, and connecting tube were scratched, and the connecting tube was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had probe damage. The device was returned for evaluation. During the device evaluation, peeling of the ultrasound probe surface was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.